Event description:
The customer stated that he was hospitalized for high blood glucose levels in the 400 mg/dl range. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test. The customer's wife later called to report no delivery alarms and wanted the insulin pump replaced. The customer's wife declined to troubleshoot. She only wanted the insulin pump replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.